Event description:
After the iab was inserted, the physician noticed blood in the catheter and the pump's helium loss alarms were noted. The iab was removed and replaced, without any pt complications.